Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that thrombosis occurred. A versacross access solution was selected for left atrial appendage closure procedure. During the procedure, heparin was administrated after access, versacross and was were used to cross. Once the physician crossed and put the closure device, a clot was noticed on the was sheath. The physician removed everything and flushed. A new closure device was used. The activated clotting time was therapeutic at 317. A thrombosis was mobile. The patient was discharged (date unknown) and the device is not expected to be return for analysis. No other information available.